Event description:
It was reported that the patients right ventricular (rv) lead exhibited a sudden impedance increase over the past two months. The physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).